Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope probe cover at the exit of the jet tube exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material was not identified. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: adhesion/clogging of the material at the inlet of the auxiliary water channel of the c-cover. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the suction cylinder and biopsy channel. The event can be detected/prevented by following the instructions for use: -detection method in gif-1100 operation manual chapter 3 preparation and inspection. -preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.